Event description:
Subsequent to the initially filed emdr report, the following information was received. Prior to foot deployment no pulsatile blood flow outside of the marker lumen was observed. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Reportedly, the device did not have bleed back from the marker lumen, however, the device was still deployed. It should be noted that the electronic perclose proglide instructions for use (eifu), states: do not deploy the foot in the artery unless brisk pulsatile flow of blood ("mark") is evident from marker lumen. It is likely the IFU violation contributed to the reported difficulties. Reportedly, the device was used with a sheath size less than 5f. It should be noted that the electronic perclose proglide instructions for use (eifu), states, ¿for access sites in the common femoral artery using 5f to 21f sheaths.¿ it is not known if the IFU violation contributed to the difficulties. The root cause of the reported difficulties and the subsequent treatments are related to circumstances of the procedure. Based on the reported information, it is likely that malposition and difficult to open or close difficulties occurred due to user error noted by the reported, ¿the foot and suture were deployed outside of the vessel¿, and the ¿no pulsatile blood flow outside of the marker lumen was observed.¿ the foot deployed in subcutaneous tissue would inhibit closure of the foot leading to the entrapment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Device code: 1494, clarifier: indication for use. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported, that this was an arteriotomy closure of the right common femoral artery. With a proglide device using the pre-close technique, prior to an interventional transcatheter aortic valve replacement (tavr), procedure using a 4f sheath. Reportedly, the foot and suture were deployed outside of the vessel. And as a result, the foot was unable to be closed, during step 4, preventing retraction of the device. A surgical cut-down was performed to remove the device. The tavr procedure was completed. And hemostasis was achieved via the surgical cut down. The patient was discharged the following day. No additional information was provided.